Event description:
It was reported that 4.5 hours after a percutaneous coronary intervention (pci), an angio-seal was selected for use. A pre-deployment angiogram confirmed a bifurcation near the puncture site and stenosis cranial to the bifurcation. Severe calcification and mild tortuosity were also confirmed at the puncture site. The angiogram revealed anomalies at the superficial femoral artery, but the deep femoral artery was normal. A 7f terumo was also used. The physician tamped the collagen with the tamper tube after resistance was felt from the anchor. The pt bled and a 2-6 cm hematoma was confirmed at the puncture site. Manual compression was applied for twenty mins and hemostasis was achieved. The pt received dialysis after 7 hours of bedrest. Two days later, the pt was discharged home. Three days later, the pt experienced coldness and symptoms of claudication and seven days later, the pt was re-hospitalized. The ultrasound revealed severe calcification and collagen in artery. The pt stopped complaining of coldness and claudication symptoms. An angiogram was planned to be performed but was postponed as the pt had a temperature and nineteen days later, an angiogram revealed a stenosis. Twenty-one days later, the angio-seal was surgically removed. The pt has recovered.

Manufacturer narrative:
No product was returned, therefore, an evaluation could not be performed. Review of the device history record confirmed that this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-deal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments or surgical intervention.